Event description:
It was reported that the surgeon attempted to insert a cq2015 three piece collamer lens and the trailing haptic got caught in the cartridge. The lens was not implanted but there was eye contact. No patient injury. This is one of two lenses the doctor attempted to insert in this patient. See MFR report #2007-00678.